Manufacturer narrative:
Manufacturer narrative (additional information): hamilton medical ags reference: comp-(B)(4). Hamilton medical ag`s comes to the following conclusion: the log files recorded alarms indicating an ambient state condition during ventilation. The investigation identified a defective blower unit as the root cause. The blower was replaced, resolving the issue and restoring normal device function. No additional components required replacement, and no serious incident occurred. The device has been returned to service.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "the machine was in use and stopped ventilating the patient. The blower on the machine broke down (but blower timer was only on 83%) and also reported a technical fault error. Problem was solved by replacing the blower module complete msp160554/01." No clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.